Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: liner and shell with plastic barrier 40 mm i.d. 52 mm lot#62265067 item#00771101200; bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14, item# 00877504002 lot# 2656337. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. Radiograph review notes the acetabular cup lateral angle of inclination is mildly steep at approximately 48 degrees. An osteophytic bone growth superolateral acetabular roof projects into the soft tissues beyond the rim of the acetabular cup. This bony prominence may increase risk of overlying bursal fluid collection. Cortical irregularity at the lateral cortex of the left greater trochanter with small adjacent calcifications. These bone findings may increase risk of overlying bursal fluid collection. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-01959.

Event description:
It was reported that the patient experienced trochanteric bursitis approximately two and a half years post-implantation of a left total hip arthroplasty. The issue reportedly resolved following treatment with medication. X-ray reviews noted a slight cup angle inclination, osteophytic heterotopic acetabular bone growth projecting into soft tissues, and cortical irregularity and adjacent calcifications of the greater trochanter.